Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a bypass procedure, it was noted that there was poor staple formation. Surgeon oversew the staple line to resolve the issue.